Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock due to noise, oversensing and low amplitude. The patient was presented to the clinic and it was noted that the patient received a new inappropriate shock. Reprogramming efforts were performed and the physician will follow up. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported.